Event description:
It was reported that the device had a downstream occlusion (dso) seal degradation. There was no patient involvement.

Manufacturer narrative:
H3, h6: the affected device was returned for evaluation in used and decontaminated condition. Downstream occlusion (dso) seal was degraded. The manufacturer representative performed functional testing and visual inspection. Customer's reported problem was verified by visual inspection. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and dso seal, and the pump passed all functional tests and performed as intended after repair.